Event description:
It was reported that the right ventricular (rv) lead thresholds had risen slowly over time and had been chronically high for quite some time. A new device that had the ability to program the necessary safety capture margins was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.